Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away. The caller declined to answer any questions at the time of the call. The caller declined to return the insulin pump at the time of the call. Pending further information from family members to complete the death notification.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump returned with no battery installed. The insulin pump has cracked reservoir tube lip and minor scratched lcd window. Data analysis there is no data listed for the dated of 06/01/2015.